Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently taken to the hospital via ambulance due to a blood glucose level over 500 mg/dl. Customer stated that her blood glucose level was over 1,000 mg/dl when she reached the hospital. Blood glucose level at the time of the call was 197 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. Customer also reported a recent bent cannula. The insulin pump was not replaced or returned for analysis.